Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the distal cover overlapped the hook at the distal end and did not completely go over the hook. Therefore, resulting in insufficient attachment to the scope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual ¿ chapter 3: (section 3.5) preventative measure. Operation manual ¿ chapter 4: (section 4.1) detection. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned and the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 228751 this report has been submitted by the importer under this MDR report number (B)(4).

Event description:
It was reported the single use distal cover fell off during a therapeutic endoscopic retrograde cholangiopancreatography into the small bowel/intestines upon pulling the scope out of the patient. The cover was not able to be retrieved from inside the patient. The patient then underwent a CT scan and an x-ray but the cover was not identified. The patient was discharged post procedure and given laxatives to help expel the cover. The patient will undergo an MRI scan to locate the cover and would be followed by their gastroenterologist. Additional information was requested regarding the outcome but not available at the time of the report. It was noted that there was no anti-fog agent applied to the scope lens and that the user pulled/twisted the cover upon assembly to ensure it was on securely. The user also made sure the hook of the distal ring was fully visible within the distal cover, per the instruction manual.